Event description:
A pt's breathing tube was accidentely removed following an MRI scan. The technicians allegedly had difficulty maneuvering the MRI trolly out of the exam room following the incident, and the pt later expired.